Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the outer insulation had a cosmetic depression.

Event description:
It was reported that the right atrial lead had high impedance, and experienced both over and undersensing. The lead was partially removed, capped and replaced. No patient complications have been reported as a result of this event.